Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was 189 mg/dl at time of incident. The customer reported that the insulin pump had received a failed battery after inserting a new battery. The troubleshooting was performed and was advised customer to wait at least 30 seconds and then insert a new (fully charged) aa battery. Customer had received a battery failed alarm. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use and revert to back up plan and treat per health care professional instructions. The insulin pump will not be returned for analysis.